Event description:
It was reported that the atrial lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found the outer insulation was abraded at 18.1 cm to 18.4 cm from the connector pin. The abrasions were constant with friction with another implantable device.